Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off and missing. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the blade of the device was broken after the testing process (an error code 5 was displayed). The product was damaged in the sterile field and thus was directly retrieved from the field, not from inside of the patient. Another device was used and then no problem was found. It is unknown how the procedure was completed. There were no adverse consequences for the patient.